Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 55% to 5% within a half an hour. Reportedly, the wall adapter was not charging the pump. The customer charged the pump successfully with a usb cable and a laptop. The customer¿s blood glucose level was approximately 160 mg/dl.